Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during a non-device related procedure. Undersensing was also noted. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains in service. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.